Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive sheath was selected for use. The faradrive sheath was placed into the left atrium over an exchange wire. The exchange wire was removed together with the dilator and the sheath was aspirated. At that time, no air ingress was observed. The farawave was then prepared and inserted into the faradrive until its tip was observable in the proximal part of the translucent faradrive. Aspiration of the faradrive with the farawave inside yielded air ingress through the hemostatic valve. Repeated aspirations were performed to check where the air came from. Removing the farawave and aspirating while keeping the hemostatic valve closed with the thumb solved the issue. The faradrive sheath was exchanged and the case was completed successfully. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. During preparation for the leak test, an attempt to purge the sheath was unsuccessful, therefore leak testing could not be performed. The device was observed to have a leak from the handle of the sheath. Microscopy inspection revealed a tear on the flush lumen tear where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path. No significant damage was noted during the inspection on the halves of the split valve. With all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear on the flush lumen where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive sheath was selected for use. The faradrive sheath was placed into the left atrium over an exchange wire. The exchange wire was removed with the dilator and the sheath was aspirated. At that time, no air ingress was observed. The farawave was then prepared and inserted into the faradrive until its tip was observable in the proximal part of the translucent faradrive. Aspiration of the faradrive with the farawave inside yielded air ingress through the hemostatic valve. Repeated aspirations were performed to check where the air came from. Removing the farawave and aspirating while keeping the hemostatic valve closed with the thumb solved the issue. No air was seen in the patient. The faradrive sheath was exchanged, and the case was completed successfully. The device has been returned for laboratory analysis.